Manufacturer narrative:
The needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the needle driver instrument didn't "cut". A fragment fell into the patient and was not retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The needle driver instrument was analyzed and found to have blade damage at the midpoint of both blades. The blades edges were indented and dull preventing instrument from cutting. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h11 for follow-up information.